Event description:
It was reported to philips that the device gave an error indicating stand movement were partially available. The system was in clinical use at the time of the event. No harm was reported to philips. A philips field service engineer inspected the system onsite and calibrated the motor current which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Attempts to gather additional information regarding the patient and procedural outcome were made with due diligence as per the good faith effort but was unable to gather any further details. Analysis of the log file confirmed the malfunction indicating that the most likely cause of the event was motor currents. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found motor current error being logged at the system logs. Fse calibrated all motor currents after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.